Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a system error, out of service, revert to manual CPR message was confirmed during functional testing and archive data review. The root cause for the reported complaint was due to a defective processor board (pca), as a result of normal wear and tear. The autopulse platform was manufactured in 26 february 2007, and is 13 years old, well beyond its expected service life of 5 years. Unrelated to the reported complaint, a degraded encoder cover and dirty user interface (ui) membrane were observed during visual inspection. These physical damages were likely due to improper maintenance. No preventive maintenance was performed since 2007. During archive data review, latch error 136 (internal parameter corrupted) was observed, confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message confirming the reported complaint. Last autopulse 1.1 was manufactured in 2009. As of july 2016, zoll announced end of life for the autopulse 1.1. Many important components used in ap1.1 are no longer available further restricting our ability to service. The platform will be returned to the customer without the repair and it will have a label state "not for clinical use". Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" message. No patient involvement.